Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect following a fall. It was noted that the symptoms were located in the low back. It was noted that the patient said that the health care professional (hcp ¿thought something went wrong with one of the probes.¿ it was noted that the patient was in a lot of pain around the lower back. It was noted that the pain was not radiating. It was noted that the patient fell three days ago and had pain ¿right below the implantable neurostimulator (ins) site.¿ it was noted that the area did not look red or swollen, ¿it was sinking in more than usual. It was noted that the patient had never had the ins checked since implant. Additional information received reported that the patient had a lot of pain under where the lead wires were.